Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with colonic stent placement procedure on a female patient with a malignant colonic obstruction. (Patient age unk, however over 18 years). According to the complainant, the patient presented with a malignant colonic obstruction. The physician wanted to place a stent to delay surgery which had already been scheduled for the following day (2009). The physician was unable to get the device into the correct position due to the patient's anatomy. During stent deployment, difficulties were encountered retracting the outer sheath due to the positioning/placement problem and anatomy. The stent was partially deployed; however, the physician was unable to cross the stricture to place the stent into the correct position. Another device was not available; therefore, a decision was made to transfer the patient to surgery for removal of the obstruction instead of waiting until the next day. The surgery went well. There were no patient complications reported as a result of this event. The patient was reported to be fine after the surgery.

Manufacturer narrative:
Aborted/stopped. (Partial deployment). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.